Event description:
Breast implants both ruptured and were removed on 1/24/85. New implants were inserted on 1/24/85. She still has the implants. Rptr at present has arthritis-like symptoms and dry mouth and nose.